Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 29-sep-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 12-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that severe physical damage to the pyxibus interface cable between the main station and the remote manager, with additional signs suggesting impact near the smart remote manager (srm) controller and communication sled. A field service engineer (fse) found that a sliding door was repeatedly colliding with the back of the cabinet, causing ongoing cable damage after the cabinet was moved by pharmacy staff, despite nursing staff occasionally pushing it back toward the door. The damaged pyxibus interface cable was replaced, the cabinet was repositioned to allow full door movement, and the casters and levelers were locked down to prevent recurrence. Testing confirmed normal operation, and users verified functionality through successful inventory counts. There was no evidence of arcing or shorting within the main station or remote manager, aside from damage localized to the interface cable connector where severed conductors contacted the metallic casing. Pharmacy staff were informed of the possibility of latent, non-visible damage and advised monitoring the device for any unusual behavior. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user stated that the gray cable connected the pyxis unit to the refrigerator had been ripped from the machine, caused damage to the port and complete loss of the cable, with sparking observed at the time of the incident. However, there were no delays or adverse events or injuries reported based on this event.